Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the fenestrated bipolar forceps instrument had an electric arc and coagulation became non-functional. The first replacement had the same issue but the second replacement worked normally. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the customer reported there was no damage to instrument when inspected. However, there were slightly black traces of electric arc from the instrument during cauterization. There was no harm to the patient.